Event description:
On (B)(6) 2010, the lay user/reporter, the patient's wife, contacted lifescan to report the patient was unable to use the one touch ultra test strips. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On an unspecified date, the patient claimed he was unable to utilize his new test strips, and was unable to obtain a blood glucose reading. Afterwards the patient experienced the symptom of shaking and "bottoming out". The patient took the action of consuming more food and/or drink; he did not seek any medical attention or treatment. The patient manages his diabetes with the oral medications metformin and prandin (repaglinide), and with humalog and lantus insulin. The patient allegedly suffered symptoms suggesting severe hypoglycemia after not being able to test his blood glucose levels while using the reported test strips, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k043197.